Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 694 pulses. No damages or defects were observed that would result in a needle mechanism failure. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was kinked, the timing and cause of the kink is unknown. The bottom housing was damaged, near the kill switch. Although damage was observed to the bottom housing, no internal components were damaged and it did not affect the overall functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.